Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that patient underwent revision left hip replacement and fixation for periprosthetic fracture. The connecting screw on the left small gt ring plate cross threaded when connected to the 10 hole ppfx plate. The screw couldn't be removed to replace it with a new connecting screw, so the large left gt ring plate was opened but that also wouldn't engage with the 10 hole plate, so the large gt ring plate was tried with the 9 hole ppfx plate. As the 10 hole small was able to lock in its cross threaded position and with only a few millimetres of toggle, the surgeon decided to implant that one. Procedure was completed successfully with a ten-minute delay. There was no patient consequence. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).